Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Corrected: d4: model number: 9551 to 9549. D4: lot number: 0024313000 to 0024332653. D4: catalog number: 9551 to 9549. D4: unique identifier: (B)(4) to (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex artery. A 24 x 3.50mm promus premier drug-eluting stent was advanced for treatment; however, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex artery. A 24 x 3.50mm promus premier drug-eluting stent was advanced for treatment; however, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Corrected: d4: model number: 9551 to 9549. D4: lot number: 0024313000 to 0024332653. D4: catalog number: 9551 to 9549. D4: unique identifier: (B)(4) to (B)(4). Device evaluated by MFR.: promus premier ous mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts on the first distal strut row were lifted. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex artery. A 24 x 3.50mm promus premier drug-eluting stent was advanced for treatment; however, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.